Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the intact lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test passed without issue, indicating no blockage in the lumen. Visual inspection revealed no abnormalities. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Therefore, laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead did not transmit any electrical signals during pre-implant testing. New pacing system analyzer (psa) cables were tried, as well as two different competitor psa devices. However, no signals were seen. The right atrial (ra) lead, which was already placed, successfully transmitted signals. Subsequently, a different rv lead was successfully implanted, and electrical signals seen immediately upon connection. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead did not transmit any electrical signals during pre-implant testing. New pacing system analyzer (psa) cables were tried, as well as two different competitor psa devices. However, no signals were seen. The right atrial (ra) lead, which was already placed, successfully transmitted signals. Subsequently, a different rv lead was successfully implanted, and electrical signals seen immediately upon connection. No adverse patient effects were reported. The attempted rv lead will be returned for analysis.